Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a previous implantable cardioverter defibrillator (ICD) implanted with another manufacturer¿s right ventricular (rv) defibrillation lead recorded a shock lead shorted and charge time exceeded code. An invasive procedure was performed. The device was explanted and replaced. Upon connection of the chronic rv lead to this replacement ICD, out of range shock and pacing impedance measurements were observed. This device was removed and the rv lead was surgically abandoned and a new ICD and rv defibrillation lead was successfully implanted. This device was attempted, but not implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.